Manufacturer narrative:
Product complaint # (B)(4). Corrected data: section: b3 - date of event: (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a stent-assisted coil embolization of a middle cerebral artery aneurysm, the 4.5mm x 35mm enterprise (enc453712/11195610) vascular reconstruction device (vrd) stent could only be deployed halfway when it reached the target position and thrombus occurred. The physician immediately withdrew the stent from the patient. The thrombus dissolved after about five minutes with the administration of thrombolytic drugs (i.e., urokinase). The complaint stent was replaced with a competitor stent to complete the procedure. It was reported that the patient was in stable condition. Additional information received on 11 jul 2021 indicated that the stent could be fully released when the concomitant microcatheter (size/brand not reported) was withdrawn to deploy the stent. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. No damage was noted to the enterprise or concomitant microcatheter. There was no resistance felt during advancement of the device. The physician did not feel that the prolongation of procedure was clinically significant. The patient was a 61-year-old male. It was reported that other factors such as vessel and aneurysm that may have contributed to the event are not excluded. Anonymized procedural films are not available for evaluation; the operation disc has been burned. A non-sterile unit EU 4.5x37mm stent 12 mm dw tip was received inside of a pouch. The device was inspected, and it was found in good normal conditions, the stent was attached to the delivery wire inside the introducer, no damages or anomalies were observed on it. A lab sample microcatheter was flushed using a lab sample syringe and after that, the received EU 4.5x37mm stent 12 mm dw tip was introduced into the lab sample micro-catheter and it was advance inside it. No resistance/friction was felt during the advancement. Also, no problem was observed during the deployment process. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11195610. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was returned to cerenovus for evaluation. Visual inspection and functional testing were conducted on the returned device. The visual analysis of the returned sample revealed that the device was returned in good normal conditions, the stent was attached to the delivery wire inside the introducer, no damages or anomalies were observed on it. Based on these findings, the customer¿s complaint was not confirmed. The functional test was performed: a lab sample microcatheter was flushed using a lab sample syringe and after that, the received EU 4.5x37mm stent 12 mm dw tip was introduced into the lab sample micro-catheter and it was advance inside it, no resistance/friction was felt during the advancement. Also, no problem was observed during the deployment process. The customer complaint was not confirmed since the functional test could be performed without anomalies. A device history review was performed, and no non-conformances were identified. Deployment difficulty, including partial deployment, and vessel thrombosis are known potential procedural complications associated with the enterprise vrd and are listed in the instructions for use (IFU) as such. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported events, the instructions for use (IFU) contain the following warnings: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. The event described could not be confirmed as the analysis of the device was performed without any difficulties and not damages or anomalies were observed on it. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. With the amount of information available and without films of the event, it is not possible to determine the root cause of the events. However, there are clinical and procedural factors, including aneurysm/vessel characteristics, device interaction, device selection, and operator technique that may have contributed rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint (B)(4). Additional information received on 11 jul 2021 indicated that the stent could be fully released when the concomitant microcatheter (size/brand not reported) was withdrawn to deploy the stent. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. No damage was noted to the enterprise or concomitant microcatheter. There was no resistance felt during advancement of the device. The physician did not feel that the prolongation of procedure was clinically significant. The patient was a 61-year-old male. It was reported that other factors such as vessel and aneurysm that may have contributed to the event are not excluded. Anonymized procedural films are not available for evaluation; the operation disc has been burned. No further information was provided. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6) the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that during a stent-assisted coil embolization of a middle cerebral artery aneurysm, the 4.5mm x 35mm enterprise ((B)(4)) vascular reconstruction device (vrd) stent could only be deployed halfway when it reached the target position and thrombus occurred. The physician immediately withdrew the stent from the patient. The thrombus dissolved after about five minutes with the administration of thrombolytic drugs (i.e., urokinase). The complaint stent was replaced with a competitor stent to complete the procedure. It was reported that the patient was in stable condition. No further information was provided at the time of complaint initiation.